Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 05-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the faulty critical override was shown on the station. A technical support specialist verified by navigating to patient encounter system (pes), synchronization information, where the device last upload or download and published times were confirmed to be current with server time, station database synchronization logs showed no errors. The customer was contacted and informed of the findings, and approval was requested to perform a full synchronization on the station, and the full synchronization process was initiated. Full synchronization completed successfully, and the bogus icon indicating critical override and patient orders may not be current was no longer displayed. The station functioned as intended with no errors, with no further issues observed during monitoring. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user noted that the machine displayed critical override icon along with the message patient order may not be current. The user confirmed that the machine continued to operate normally with no signs of malfunction. They also verified that the critical override option had not been selected, and both the patient and corresponding orders were still visible on the system.however, there were no delays or adverse events or injuries reported based on this event.